Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data. Please see updates fields: d2, g3 & g4.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported that a false negative result with the binaxnow¿ covid-19 antigen self test. The customer reported that a test performed (B)(6) 2021 on an unknown sample generated a positive result at the emergency room. The customer reported the type was unknown. The customer reported she performed repeat testing with the binaxnow¿ covid-19 antigen self test ((B)(6) 2021) she got negative results. The binaxnow¿ covid-19 antigen self test was not performed with the assistance of a proctor. The customer stated she had no symptoms. She felt a lot better when she left the ER, so her doctor told her to follow the 3 negative binaxnow test results and disregard the positive result obtained in the ER. The patient was not diagnosed with covid and had not been in contact with anyone with covid. No additional patient information, including treatment and outcome, was provided.